Event description:
We received notification that the patient had been unable to inflate and deflate an inflatable penile prosthesis (ipp) since (B)(6) 2020 due to the pumps original placement. A surgical procedure was performed in which the existing pump was revised so more tubing was available for ideal pump placement. It was indicated that the initial tubing was not too short for the patient. The patient did not experience any further complications.